Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgery for a supracondylar fracture; the drill bit broke. It was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgery for a supracondylar fracture; the drill bit broke. It was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.